Event description:
It was reported that the balloon had burst on its first inflation. The balloon was inflated with a leveen inflator provided with the balloon kit and a 50/50 mixture of saline and contrast media. The balloon integrity was not tested prior to insertion into the patient, but the balloon coating was activated. There was no resistance met during insertion of the balloon catheter. It was reported that the balloon burst several seconds after being completely full, but was inflated to less than the usual recommended pressure. The rupture of the balloon caused a partial ureteral injury in the patient's left ureter and the kidney stone subsequently migrated to the ruptured area and worsened the tear. The balloon catheter was immediately removed from the patient and the stone was removed with forceps from the periureteral fat. A d-j stent was placed in the ruptured area of the ureter for six weeks. Immediately post procedure, the patient experienced moderate hematuria. The patient's current condition was reported to be "stable."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon was inflated to a low pressure (exact pressure unknown) to dilate the ureteric orifice. During this inflation, the balloon burst and caused the ureter to rupture. A ureteric stone was expelled into the retroperitoneal space. The physician retrieved the stone and repaired the ureter (exact method unknown). A stent was placed for six weeks. It was reported that the balloon was not dilated over the stone and the stone did not cause the balloon to burst. The patient's condition at the conclusion of the procedure was reported to be "stable." Attempts to obtain additional information have been unsuccessful to date. Should additional details become available, a supplemental report will be submitted.